Event description:
Large rectangular erosion of back status post epidermal loss. Based on localized, rectangular morphology this is most consistent with an extrinsic thermal, ultraviolet radiation, or chemical factor that has led to epidermal necrosis and subsequent blister formation.====================== health professional's impression======================first report was that the burn was caused by a arizant bair hugger====================== manufacturer response for hyperthermia unit, forced air, bair hugger (per the site reporter):======================issue is around using these units on pediatric patients. In conversations with arizant rep, they indicated that this unit should not be used on high. I asked if there was any labeling that they had to indicate this and they do not. The concern is that the unit could reach 56 degrees centigrade without shutting off. The particular piece of equipment that was used on the patient was not identified. All units in surgery were evaluated and determined to meet manufacturer specifications. My immediate concern is that these units have a maximum setting of 43 degrees c. If the unit has a fault and continues to heat, it can reach 56 degrees c. I believe this temperature is unsafe for infant/pediatric patients. There needs to be labeling by the manufacturer warning of using higher temperatures, or specific devices manufactured for this type of patient.